Manufacturer narrative:
Follow up 15-feb-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and pid (seen as pelvic inflammatory disease) since the insertion. She recently had a hysterectomy and all her pain and symptoms went away. These events are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that all the pain went away after removal (positive dechallenge), causality between pelvic pain and essure use cannot be excluded. Regarding pid, essure may become a vehicle for microbial transport in the upper genital tract during insertion. It mostly occurs in the first weeks following the device placement. In this case, the consumer informed that she has been experiencing infections and pid since the insertion in 2008, therefore, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056075) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2008 after the birth of her child. Since then she has experienced chronic yeast infections, bacterial infections, pid, pelvic pain and ambulation difficulties. She visited her doctor who advised her that she might be having a reaction to the nickel in the essure. She recently had a hysterectomy and all her pain and symptoms went away. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and pid (seen as pelvic inflammatory disease) since the insertion. She recently had a hysterectomy and all her pain and symptoms went away. These events are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that all the pain went away after removal (positive dechallenge), causality between pelvic pain and essure use cannot be excluded. Regarding pid, essure may become a vehicle for microbial transport in the upper genital tract during insertion. It mostly occurs in the first weeks following the device placement. In this case, the consumer informed that she has been experiencing infections and pid since the insertion, therefore, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.